Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the time.windows.com was set as the ntp server. The technical support specialist applied ka 000011508 and confirmed that healthcheck data was reflected on updated ntp configuration to resolve. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported when using the bd pyxis medstation es system time was not accurate as this malfunction caused a discrepancy between the system and healthconnect (epic) as errors showing on the patient chart with times not in sync. The customer added that this malfunction caused a 60-minute delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.